Manufacturer narrative:
Although the reported symptoms of inability of the right eye to blink, numbness of the right side of the chin, lips and gums, and face resolved two weeks following onset without permanent or long-term sequelae, bell's palsy was assessed as a significant medical event. Due to the nature and temporal relationship of the onset of symptoms and the coolsculpting procedure, a causal or contributory relationship can neither be discounted nor established. The provider did not report any errors or malfunction of the device during treatment. Allergan has diligently made multiple attempts to gather additional device information, but no further information was received. Zeltiq (now allergan) was initially made aware of the reportable event on (B)(6) 2018, and an initial attempt to submit this MDR was made on (B)(6) 2018. However, due to transmission issues, this MDR is being re-submitted. Cdrh was notified on (B)(6) 2018 and has assigned ticket number (B)(4) for this issue.

Event description:
On 04/11/2018, allergan was made aware that a female patient who received 2 cycles of coolsculpting treatment on both sides of the submental area on (B)(6) 2018 using coolmini applicators, started experiencing irritation and inability of the right eye to blink, numbness of the right side of the chin, lips and gums, and face on (B)(6) 2018. On the same day, the patient was seen by the treatment provider who suspected the patient had developed bell's palsy and prescribed prednisone. On (B)(6) 2018 the patient's primary care physician confirmed that the patient had bell's palsy. On (B)(6) 2018, allergan received confirmation from the treatment provider that all the reported symptoms have completely resolved two weeks following onset. Allergan has diligently made multiple attempts to gather device information, but no further information was received.